Event description:
The device was returned because it was a loaner that was no longer needed by the customer. It was also reported that the low pressure alarm did not sound when appropriate. No death or injury resulted.